Manufacturer narrative:
This is a duplicate report of 1818910-2013-12600. Tis report, 1818910-2013-12577. Will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-12600.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient's operative records received. Records indicate the patient had polywear of their insert.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions about the reported polyethylene wear without the device to examine; however, due to the length of time between date of insertion and date of revision, it would not be unexpected to observe poly wear as it was described within the complaint. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.